Event description:
Complainant alleged that while analyzing the heart rhythm of a pt, the device returned a "shock advised" determination for what appeared to be a non-shockable rhythm. Complainant indicated that the clinician did not administer the shock to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.